Manufacturer narrative:
Patient called with report of previous explant and desire to have re-implantation performed. Multiple attempts at follow up were unsuccessful. No further action to be taken.

Manufacturer narrative:
Called (B)(6) on (B)(6) 2025 at 5:29 pm. Left voicemail. Still have not heard back from caller.

Event description:
Caller contacted enterra and said she had system implanted in 2022 and removed due to "malfunction" in july 2025. Describes malfunction as experiencing "shocking". Surgeon was dr. (B)(6). No explant documented in implant history. Called in on (B)(6) 2025 to inquire about other surgeons in the area who she may consider seeing for a 2nd opinion about re-implantation procedure.